Event description:
Patient was undergoing right shoulder surgery. Surgeon was using a quattro link sp knotless anchor and the tip of the device broke off in patient. Surgeon was able to retrieve the broken pieces of the device and the surgery was completed. No harm to patient was noted. Cayenne medical a zimmer biomet company. Unique device identifier (B)(4).